Manufacturer narrative:
Additional information b3.

Manufacturer narrative:
Received one used. List #d1000, tego¿ connector, appx 0.05 ml. As received, no visual damage or other anomalies observed. The reported complaint of sheering could not be confirmed. The returned sample was tested and met product specifications. A device history lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on: 3/21/2025.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving an unspecified tego connector where it was reported that during hemodialysis (hd), bb avf - line not identified - shearing was noted near side notch. The tego was changed. The other product involved at the time of the event was combi-se, the manufacturer was fresenius. A medication was used with the product, post dialysis they used taurolock. There was patient involvement, unknown delay in therapy, but no one was harmed in the reported event.